Event description:
Dexcom g6 sensor inaccuracy: new sensor, first reading - 6:15am g6 reading 146, finger stick reading is 93, calibrated accordingly since this is >20% acceptable mard. Dexcom g6 sensor inaccuracy: 8:10am g6 reading 134, finger stick reading 108, calibrated to 105 because dexcom is not working properly. Here is the thing: 7:25am g6 reading 109, 7:30am g6 reading 111, 7:35am g6 reading 112, 7:40am g6 reading 112, 7:45am g6 reading 116 (now that is climbing incorrectly), 7:50am g6 reading 124 (check blood at this time via finger stick reading is 112, hmmm?, no calibration at this time), 7:55am g6 reading 133 (profanity), 8am g6 reading 139, 8:05am g6 reading 137, 8:10am g6 reading 134. Finger stick reading at 8:10 am is 108. The mard of 134 is 26.8 which dexcom then says anything over 107.2 is "working correctly" and no calibration is to be entered. Well, if we look at the data dexcom thinks my blood is climbing when in reality it looks to be either stable or slightly declining (regardless, in perfect range where "134" would be considered high. Data matters here). So dexcom, what is going on, it seems like there is a problem with an algorithm incorrectly reading the interstitial fluid.

Event description:
Additional information received from reporter on 11/24/2023 for report mw5148448. Dexcom g6 sensor inaccuracy: 8:55pm g6 reading 119, 9pm g6 reading 118, 9:05pm g6 reading 101. Finger stick reading at 9:05 pm is 133.

Event description:
Add'l info received from reporter on 11/29/2023 for report mw5148448. Dexcom g6 sensor inaccuracy: 12:40am g6 reading 99, finger stick reading 121. Dexcom g6 sensor error > 3 hours: error received from 1:40am - 2:45am (no readings during this time). Error received 4:40am as well and currently has no readings (5:10am). "O" the joys of using dexcom. Dexcom g6 sensor inaccuracy: 9am g6 reading 141, 9:05am g6 reading 120, 9:10am g6 reading 147. What is up with the incorrect 120 reading, just jumps way down and back up, really inconsistent and what if I mitigated for a rapidly falling blood sugar?